Event description:
The following has been reported: nurse reported: when priming tubing the IV fluid would not run or go through tubing even when flow dial was open and would not run to gravity with flow dial open. So the issue was that the tubing could not prime. No patient harm. A preliminary review identified the following issue: unable to prime. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.